Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence and the device was not functioning. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted. The event resolved. Should additional relevant details become available, a supplemental report will be submitted.